Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that a force sensor pin was cracked. Review of the pump history revealed multiple loss of prime warnings associated with zero force. This was duplicated during eval.

Event description:
Eval revealed that a force sensor pin was cracked.